Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump did not calculate the correct bolus on one occasion. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/12/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/23/2013 with the following findings:a review of the pump¿s history showed total daily doses added up correctly to reflect the user¿s programmed basal rates. During testing, an ez carb bolus was reproduced for the investigation using information from the complaint and the user¿s settings; actual bg: 160mg/dl, carb: 30g, I:c: 1u:20g, bg target:145mg/dl, ifs: 100mg/dl. The pump correctly calculated a 2.05 unit bolus. The pump was able to successfully perform a 10 unit audio bolus and a 10 unit normal bolus; both were accurately recorded in the pump¿s history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. No errors, alarms, or warnings occurred during testing.